Event description:
A customer obtained unexpected repeatable discordant vitros op results (230, 232 ng/ml vs. An expected result > 300 ng/ml) for single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported from the laboratory. However, the physician questioned the result and the sample was sent for confirmatory testing that detected the presence of opiates. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a customer obtained unexpected repeatable discordant vitros op results while using the vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The investigation was unable to determine a definitive root cause. The possibility that a negative bias exists with vitros op assay when compared to the alternate (gc/ms) method cannot be ruled out. The root cause of this event is unknown.